Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch select simple meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began "15 days" prior to contacting lifescan (time not provided). The patient manages their diabetes with self-adjusting insulin. The patient confirmed that they took additional exercise in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy, vomiting and sweating" 15 days after the alleged meter issue began. The patient stated that they attended an urgent care clinic on the evening of (B)(6) 2014 (time not provided) where their blood glucose was tested using a clinic device, and the result was "320 mg/dl." At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the patient was using the correct testing technique and the test strips had not expired or been open for longer than the discard date. The csr performed a walk-through test and the alleged meter issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweating¿ after the alleged meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.